Event description:
It was reported that the patient mentioned that they heard some "beeps" from their System Controller while on battery power on (b)(6) 2026. The patient described the beeps sounding like the Power Disconnect Alarms. It was noted the patient was a dialysis patient and was getting dialysis treatment during the time of the alarms on (b)(6) 2026. The patient said they also heard the same beep when they were driving home from dialysis later that same day. No alarms were visible in the Log History on (b)(6)2026. The site reviewed the alarms on the patient's System Controller and noted some Low Flow Alarms from (b)(6) 2026. The pins on the Black and White Power Cables on their System Controller were not bent. The patient had their Batteries and Battery Clips cleaned while in the clinic. Log Files were sent for review. The Log Files noted a few Low Flow Flags on (b)(6) 2026 and (b)(6) 2026 that were not sustained for long enough to activate the audible alarm. The Log Files did not display any odd power alarms though they were likely overwritten since the event file did not go back to (b)(6) 2026 to (b)(6) 2026. There were no other unusual events recorded in the Log File Event history. The Mechanical Circulatory System (MCS) equipment was operating as intended. The patient received intermittent hemodialysis three times weekly. The patient frequently had Low Flow Alarms during dialysis sessions, especially when trying to pull too much/too quickly. The patient was not sure what the ¿beep¿ they heard was. The customer noted "if Power Cable Disconnect Alarm was seen on engineer review it would have been caused by taking too long to connect a new power source.". The Ventricular Assist Device (VAD) Coordinator manipulated the System Controller¿s Power Cords to try and replicate any Low Voltage Advisory in clinic setting without success. The VAD Coordinator did note that the patient had a small amount of dust that had built up inside one of their Battery Clips. The patient was educated on carefully cleaning the inside of their Battery Clips to ensure good ¿seating¿ into 14v Battery. The VAD Team has received no additional complaints from the patient in regards to the System Controller alarms since they were seen in outpatient clinic on (b)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.